Event description:
The customer reported that the systems' monitors would flicker. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the lithium batteries were replaced. The system was tested and found to be working as intended and put back into service.